Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to obtaining accutni (troponin I) results in the risk stratification range generated on the access 2 immunoassay system for unspecified number of pts. The pt samples were tested using different reagent lot and the results were in the normal reference range. The initial results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate this event. A different reagent lot was used and the results were within the normal reference range. A bci field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.